Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the priming procedure. Customer's blood glucose levels ranged from 300 to 599 mg/dl. Troubleshooting was not possible because the no delivery alarm was resolved by complete set and reservoir change. Replacement product has been sent.